Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central became frozen and unresponsive. There was no patient or user harm associated with this event.

Manufacturer narrative:
A spacelabs technical support representative advised the caller on how to perform a reboot of the xhibit central station. Confirmation of the resolution of the issue was not provided as the call ended. Attempts to follow up with the customer was made however no additional details were available regarding the event.cause of failure was not established.